Event description:
It was reported to bsc/target that during use the distal tip marker of the tracker excel-14 got lost inside the pt. The condition of the pt was not affected by this event and pt remains up to now asymptomatic.